Event description:
Additional information was received from a manufacturer representative (rep). It was reported that reprogramming resolved the issue. The rep will continue to follow up with the patient to ensure pain relief is ongoing. No additional interventions are planned.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type, lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient noticed three weeks ago that when trying to turn up the intensity of stimulation on all three groups they would get the screen "settings not available, cannot provide desired settings". Troubleshooting was unable to be performed as the patient stated that they did try to adjust stimulation down but cannot turn stimulation back up. The patient was redirected to their healthcare provider to further address the issue. Patient services sent an fyi email to a manufacturer representative about the reported issue. No symptoms were reported. Additional information was received from a patient via a manufacturer representative (rep). It was reported that an impedance check showed the entire right lead (8-15) out with impedances > 40,000 ohms. The rep reprogrammed using the left lead only. The rep would follow up to check in on pain relief. It was unknown if the issue was resolved at the time of the report.